Manufacturer narrative:
The device was received for evaluation. During functional testing, a upstream occlusions when none present during testing was not reproduced. A review of the event history log revealed multiple upstream occlusions alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusions when none present during testing. There was no patient involvement. No additional information is available.